Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a patient had a powerpicc (mst type) implanted on (B)(6) 2019. Due to difficulty of infusion, an x-ray examination was performed and it revealed that the guidewire remained in the patient's body on (B)(6) 2019. Therefore, on the same day, the guide wire was removed from the groin, and the powerpicc was removed from the arm and replaced with groshongpicc. There was no reported patient injury.